Manufacturer narrative:
This report is submitted on september 8, 2020. The device investigation report is attached.

Event description:
Per the clinic, the patient experienced an infection (site of infection and treatment of infection unknown). The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.